Event description:
The customer's mother reported via phone call that the insulin pump's reservoir compartment was cracked. The insulin pump was dropped. She also spilled juice on the insulin pump and it stopped working. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose and the insulin pump was not delivering insulin. Customer's blood glucose level was over 400 mg/dl. She was feeling sick and was throwing up. The customer had a diabetic ketoacidosis. She wore the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime/compromised force sensor system, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Moisture damage noted on lcd board.